Manufacturer narrative:
Additional concomitant medical products: product ID 8780, (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for an unknown indication for use. On (B)(6) 2018, the patient system (pump and catheter) was removed due to an infection. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no reported diagnostics or troubleshooting performed. The patient was administered antibiotics. The issue was resolved at the time of this report. The patient's status was alive - no injury.